Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the mega suturecut needle driver was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor quality management analyst and obtained the following additional information: the customer reported that the instrument was not inspected prior to use. The issue had occurred during the closure of the rectus abdominis diastase. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening or closing of the grips and this was just a breakage of the clamp's steel cable. There were no issues related to the left and right (yaw) or up and down (pitch) motion of the grips. There was one steel cable visibly protruding from the distal end of the instrument. The protruding cable was one that controlled the opening and closing of the jaws. The protruding cable was not one that controlled the up and down motion of the wrist.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suture cut needle driver instrument to perform failure analysis. The mega suture cut needle driver instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip cable at the distal idler pulley. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.